Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a red and raised rash on his back under the therapy electrodes. The patient reported going to the hospital for surgery. There is no indication that the patient that the surgery was due to the patient's skin irritation. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed dialin ointment for the skin irritation. Follow up indicated that the ointment is helping with the skin irritation.